Event description:
It was reported that during a shoulder arthroscopy when the device was inserted into the shoulder a piece of blue suture was found in the shoulder joint after the arthroscope was inserted through the device. An arthroscopy grasper was inserted through the device to retrieve the suture remnant. The device was removed from the pt after retrieval and set aside. Another device was used to complete the procedure. It was noted that no suture had been used prior to the event. There was no pt injury.

Manufacturer narrative:
The device is a class I 510(k) exempt device. Final device investigation found that the device was sent back in good visual condition together with a piece of blue suture. The device history record was reviewed and no discrepancies were noted. As each device is visually inspected under magnification and functionally tested prior to release, no conclusion could be made as to what might have caused the reported event.